Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that although the patient had instances of bradycardia, the patient was asymptomatic. It was noted that the right ventricular lead's capture thresholds were rising. The lead was capped and replaced (B)(6) 2018. The patient was stable before, during and after surgery.